Event description:
Patient developed anaphylactic reaction within an hour of receiving bilateral knee monovisc (hyaluronic acid) injections. Patient denies any previous reactions to injections in the past. She denied any history of allergies to eggs or chickens. She has not had any adverse effects to medications in the past. She does have a history of asthma. FDA safety report ID# (B)(4).